Manufacturer narrative:
Upon analysis completion this investigation will be updated.

Event description:
It was reported the patient presented feeling unwell and having higher heart rates. Testing revealed that the patient had an allergic reaction to a material found in this device header. Subsequently this device was explanted due to the patient having an allergic reaction. The device was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported the patient presented feeling unwell and having higher heart rates. Testing revealed that the patient had an allergic reaction to a material found in this device header. Subsequently this device was explanted due to the patient having an allergic reaction. The device was returned for analysis. No additional adverse patient effects were reported. This device has been returned. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.